Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an insulin syringe. The customer reports, the safety shield would not advance and resulted in a dirty needle stick. The customer stated that when looking inside the shield, there is plastic residue in the shape of a half moon which is obstructing the shield and keeping it from advancing.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.